Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure to upgrade the device, a new right ventricular (rv) lead was placed and connected to the new device. The defibrillation coil exhibited high undefined impedance. The pocket was reopened and the lead was removed from the header, reinserted and the coil impedance was still high and undefined. A new lead was then implanted and connected to the same device with the same abnormal impedance. The physician requested a second device which was connected to the second lead and the coil impedance was normal. The new rv lead and new device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the the analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.